Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 16 synergy¿ drug-eluting stent was selected to treat the lesion. However upon removal of the stent protector, the stent was separated from the balloon the device was not used and the procedure was completed with a 2.5x15 non-bsc stent. No patient complications were reported.